Event description:
Information received from the field notes that an ECG strip showed a pause, indicating oversensing. Bipolar impedance was 288-294 ohms. Unipolar impedance was 268 ohms. Further information received notes that the patient's heart rate decreased to the 30's and the physician suspected a crush of the lead.